Manufacturer narrative:
The gluc3 reagent lot number was 643503 with an expiration date of 31-aug-2023. The field service engineer (fse) found the sample probe was contaminated. The fse checked all rinse mechanism performance and found small crystallization on the sample probe. He cleaned and checked the probe. The fse also ran air purges and checked the positioning. The customer performed qc and was acceptable. Precision studies were performed and were within specifications. The investigation determined that the root cause of the event was a sample probe contamination. The service actions (cleaning the sample probe) resolved the issue.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with glucose (gluc3) assay on a cobas pro c503 analytical unit. Initial result: 38.2 mg/dl repeat result: 76.6 mg/dl. No questionable result was reported outside the laboratory. The repeat result was deemed to be correct.